Event description:
This procedure was to treat a cto of the proximal sfa via femoral, contralateral approach. A spectranetics turbo elite laser catheter was used to treat the lesion. During the procedure it was noted that the distal marker band from the device had dislodged in the sfa and migrated btk into the tibial artery. The marker band remains in the patient. The patient was discharged per the operative plan in stable condition.